Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported a "prosthetic fold". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, red particles material was found on the shell and the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp patterns along the same edge broken in the side posterior assessed as unidentified (tear) opening. Creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified:device is seen ruptured and has biological tissue.

Event description:
Healthcare professional additionally reported a "prosthetic fold".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.